Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited intermittent capture at 70 bpm, but had consistant capture at 90 bpm. Cpi later received information that this transvenous defibrillation lead was capped and removed from service due to a lead fracture. A new lead was successfully implanted and the patient was upgraded to prizm device.